Event description:
It was reported that the patient underwent a knee revision due to discomfort and instability episodes. Intra-operatively, the femoral and tibial components were noted to be well adhered. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. No further information was available. D10: unknown oxford bearing, lot unknown. Unknown oxford tibial component, lot unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.